Event description:
It was reported that the 2800 system ccd iris is not closing in digital spot mode. There was no patient involvement.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep tightened a loose connector, calibrated entrance dose for normal field and digital spot. System functions as intended.